Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the short self test (sst) with an "expiratory auto zero solenoid not operational" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Based on the message displayed, sp replaced the exhalation valve assembly (eva). Additionally, sp replaced the exhalation valve flow sensor (evq) since the unit gave "replace evq" mesage. The unit passed all calibrations and tests per manufacturer specifications at the time of service. One evq was returned to medtronic for failure investigation. A visual inspection was carried out on the returned evq. It was observed that there was contamination on the evq. There was evidence of contamination deposits on the hot wire element. The evq was attached to test ventilator for analysis. The ventilator was powered up. On power up, the ventilator alarmed, and the following error message was displayed on the status display screen: ¿reinstall evq¿. The fault was caused by the contamination observed. One eva was returned for further analysis. The part was visually inspected with no observed anomalies. Analysis determined the exha lation sensor printed circuit board assembly (pcba) of the returned eva was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the event was determined to be consistent with a faulty autozero solenoid (so1) on the exhalation sensor pcba of the eva. There is an existing previous internal investigation regarding this issue. The cause of the secondary issue of unit generating "replace evq" message was isolated to faulty evq which is not related to reported issue. This event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the short self test (sst) with an "expiratory auto zero solenoid not operational" me ssage. The ventilator was not in use on a patient at the time of the reported event.